Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that during treatment for a carotid t occlusion, a sofia catheter felt jammed in a catheter when retracted. On a follow-up angiographic run, a distal marker was noted in the internal carotid artery. On inspection, the tip of the sofia was observed to have been detached. The tip of the sofia was retrieved with a stent triever. There was no reported harm to the patient.

Manufacturer narrative:
Device ealuation: the physical evaluation of the returned catheter found the tip to be separated from the device with liner material still attached to the marker band and the distal end to be crushed and flattened with protruding coils. The separated tip is consistent with the information provided in the alleged product issue. The damage to the catheter is consistent with increased friction and could be associated with navigating the sofia catheter. The physical evaluation of the device alone could not determine the circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The sofia IFU warnings state "do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined."